Event description:
The customer called and reported receiving a failed battery test alarm on the insulin pump. Customer stated the issue continued despite battery change. Customer's blood glucose was not known. During troubleshooting, there was no relevant damage or corrosion found. After customer was advised to clean the battery cap contacts and insert a new battery, he received another failed battery test alert. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.